Manufacturer narrative:
This report is associated with (B)(4), corega. Corega is marketed as super poligrip in the us.

Event description:
Broken femur [femur fracture] case description: this case was reported by a consumer via call center representative and described the occurrence of femur fracture in a female patient who received corega unknown (batch number unknown, expiry date 28th february 2019) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced femur fracture (serious criteria gsk medically significant and other: gsk medically significant) and product complaint. On an unknown date, the outcome of the femur fracture was not reported and the outcome of the product complaint was unknown. It was unknown if the reporter considered the femur fracture to be related to corega. Additional details, consumer complain about corega, because it was not fixing her prosthesis. Also informed that she used corega and she broke her femur. She did not establish a relation between those facts. Action taken for device was unknown.

Manufacturer narrative:
3003721894-2018-00030 is associated with argus case (B)(4), corega. Corega is marketed as super poligrip in the us.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of femur fracture in a female patient who received corega unknown (batch number unknown, expiry date 28th february 2019) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced femur fracture (serious criteria gsk medically significant and other: gsk medically significant) and product complaint. On an unknown date, the outcome of the femur fracture was not reported and the outcome of the product complaint was unknown. It was unknown if the reporter considered the femur fracture to be related to corega. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, consumer complain about corega, because it was not fixing her prosthesis. Also informed that she used corega and she broke her femur. She did not establish a relation between those facts. Action taken for device was unknown. Follow up information was received on 24 jan 2018: the product complaint was considered incorrectly on initial case. This case does not have product complaint. Because of that product compliant was disregard.